Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The arrow buttons and act button did not respond due to corroded keypad traces. Unable to verify battery out limit alarm due to unresponsive buttons. No frozen screen noted. The time and date advanced properly.

Event description:
It was reported that the insulin pump had a frozen display. Caller stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.